Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal pelvic floor. It was reported that their previous device stopped working in 2020. The patient stated that they tried to set it and it didn't seem to be able to be a setting that worked effectively. The patient said that they stopped dealing with it because they had so many other things to deal with back in 2020, so they did not make any adjustment to the therapy. The patient also mentioned that if they let their bladder get too full, they were going to leak, but that's on them because they were not paying attention. The patient noted that the new device was giving them time to decide if they can get to a restroom and how close they were, and that makes a big difference to them. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient already familiar on how to operate handheld devices and confirmed improvement with the new implant.